Event description:
Missing segments were found on the compact plus meter display while troubleshooting with the manufacturer. No adverse event reported. Requested return of suspect device and replacement was sent.